Event description:
Hcp reported the pt experienced jolting and shocking. Hcp reported finding a short in the electrode around electrode/connector site. The device was explanted and returned to the manufacturer for analysis. A follow up will be sent when additional information is received.